Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device therapy test failed two months after implementing a field change order. There was no reported patient involvement.